Manufacturer narrative:
Date of initial report: 2017-03-10. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during assembly, prongs on the right side of the jaws broke off. There was no patient involvement or medical intervention required.

Manufacturer narrative:
One ls3092 was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found one broken and missing snap from the electrode jaw. The customer reported that a component disengaged. The reported condition was confirmed. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument.